Event description:
The complainant reported that during impella 5.5 support a persistent adjust left ventricle (lv) signal alarm began to appear. The staff walked through how to disable the lv signal. There was no interruption to support. Care was eventually withdrawn, and the patient expired.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. The data log shows the "adjust lv signal offset" notification at the case start, which reappeared after 24 hours of the case run. The "adjust lv signal offset" alarm was resolved on (B)(6) 2025. The imc log was reviewed, and it was noted that the lv offset was applied after the first "adjust lv signal" alarm was issued. A second notification appeared after 24 hours with no action taken during that time. It was confirmed that the "adjust lv signal offset" was resolved after the lv offset was applied on (B)(6) 2025. The instructions for use suggest that the "adjust the lv placement signal" notification appears first when a suggested adjustment is calculated. If a suggested adjustment is calculated, then a second notification will appear after 24 hours of pump use. The cause of the optical signal issue was use issue, as the lv offset was not initiated after the second notification, and the notification persisted until the successfully applied lv offset. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.